Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). A patient sample with an apparent unremarkable chromatogram had a reported hga1c of 8.1% was questioned by the attending physician as not consistent with the patient profile. The testing was repeated and the result was 9.0%, however when the sample was prepared manually with hemolysis & wash solution, the test result was 6.6% which was consistent with the expected value. The chromatograms for this patient, the controls and samples run before and after the suspect sample were provided to tosoh for evaluation. The reported filter count (253) and the column count (474) were well within specifications. After close examination of the chromatograms, it was concluded that the g8 was functioning properly. The patient results are similar to known hemoglobin variants. Hemoglobin variants like this can affect the width of the sa1c and a0 peaks. It is important when reviewing chromatograms that the peaks be sharp and symmetrical. If the chromatogram appears blurry with poor separation, readjusting the concentration of hemoglobin with the addition of hemolysis & wash solution may improve the clarity of the chromatogram. A patient's sa1c results are often monitored on a regular basis (2 or 4 times a year) to aid in the reduction of long term complications due to diabetes. Doing delta checks on these patient results will help to monitor for unexpected outcomes. We also recommend that the patient have an alternative blood analysis performed such as hemoglobin electrophoresis to identify the specific hemoglobin variant. Ts (technical support) sent letter to the customer explaining the variations and offering the solution to their issue. The most probable cause of the reported event was a hemoglobin variant not detected.

Event description:
On (B)(6) 2016 the customer reported a discrepant patient result with their hlc-723g8 analyzer. A patient sample with an apparent unremarkable chromatogram had a reported hga1c of 8.1% was questioned by the attending physician as not consistent with the patient profile. There was no indication of patient intervention or adverse health consequences.